Event description:
According to the reporter: during a laparoscopic gastric bypass procedure ,the device was difficult to load. The needle fell out of the device. The surgeon opened another endostitch in order to complete the case. Patient status is normal.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The most probable root cause is improper orientation of the needle in the reload. However, engineering noted that the endo stitch investigation regarding the ¿difficult to load needle¿ complaint mode produced a direct correlation between improper needle orientation and the ¿difficult to load needle¿ condition that is being reported. Though complaint samples may not be returned or may not produce this condition when evaluated in the complaint lab, based on the investigation results to date, disorientation of the needle within the reload is the most likely root cause for this complaint mode. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
It did not disengage into the cavity of the patient. No patient injury or extension in surgical time.